Manufacturer narrative:
The reported ¿impedance¿ issue was not confirmed. Analysis of returned lead b did not identify any physical anomalies, and the lead passed end to end continuity and inter-channel continuity testing. The cause of the event remains unknown. Per (B)(4), product evaluation form (B)(4) was not used, data was entered directly into epiq.

Event description:
It was reported the patient was experiencing a crunch and jolting feeling and unable to enter MRI mode. Diagnostics indicated high impedance. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy restored.